Event description:
Bed in storage - cause of problem unk. No injury alleged.

Manufacturer narrative:
Technician found the bed in storage area. Head section would not go up due to bad solenoid valve. Replaced the valve solenoid to resolve this issue.